Event description:
It was reported that: "nurse removed epidural catheter on 6/28, unaware that part of the catheter was still in the patient. Fast forward a couple weeks later, with a couple instances of the patient calling in for back pain and she did have some paresthesias in her lower extremities. The patient needed a stat CT for imaging, to find out exactly what part was left inside, and then needed emergency laminectomy, foreign body removal. For the procedure, she needed general anesthesia , intubation, medications for the procedure itself, additional pain medication and then neurosurgical observation during her admission. Patient has recovered and is at home, after delivery and her emergency surgery. She's being followed up by obstetrics and neurosurgery."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "nurse removed epidural catheter on (B)(6), unaware that part of the catheter was still in the patient. Fast forward a couple weeks later, with a couple instances of the patient calling in for back pain and she did have some paresthesias in her lower extremities. The patient needed a stat CT for imaging, to find out exactly what part was left inside, and then needed emergency laminectomy, foreign body removal. For the procedure, she needed general anesthesia, intubation, medications for the procedure itself, additional pain medication and then neurosurgical observation during her admission. Patient has recovered and is at home, after delivery and her emergency surgery. She's being followed up by obstetrics and neurosurgery."

Manufacturer narrative:
(B)(4).